Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two turbid active fluidics management system (fms) trays were visually inspected and were tested using a console. The products could be recognized by the console. The products primed and tuned with a handpiece and a 0.9-millimeter (mm) aspiration bypass system (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. The products functioned within specification. Cassettes maximum vacuum and aspiration flow rates, and irrigation flow rates were measured and met specifications. No problem was found with the returned cassette fluidics. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the returned product met specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an advisory code with the message "intraocular pressure (iop) could not be obtained" was displayed during a cataract surgery (with intraocular lens [iol] implant). Simultaneously, air flowed into the patient's eye. The surgery was completed on the same day by replacing the product. Postoperatively, the intraocular pressure was reported to be high in relation to this event.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.2., b.5., b.6., b.7., d.9., e.1., h.6. And h.8. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received, indicating that immediately after the day of surgery, a combination infusion of carbonic anhydrase inhibitor and osmotic diuretic was used to control iop in the patient's right eye. After six days, prostaglandin analog drugs and topical medications were administered to treat high iop. After seven days, an osmotic diuretic was given orally. However, the patient had not recovered, and the current patient condition was unknown.